Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - unit received with the knob having rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads., and set screw in the swivel base was tight. Cleaning and general maintenance also required. Root cause - the reported complaint was confirmed via inspection of the unit. The lock was loose, the index knob and lock required replacement of worn internal parts. This unit is beyond integra¿s 7 years recommended life cycle; manufactured in 2010. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was hard to lock or unlock and did not spin freely. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.